Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited oversensing of noise. The lead was capped and replaced on (B)(6) 2023 during a scheduled device elective replacement procedure. The patient was in stable condition throughout.